Event description:
Upon placing the filter via a femoral approach, the filter did not open or move when it emerged from the sheath. The filter was snared using a 12 fr. Sheath and femoral cut down. Importer narrative: additional information regarding this event revealed that prior to performing the filter retrieval, the doctor successfully implanted a second venatech lp filter superior to the first (unopened) filter. Upon successful implantation, a percutaneous intervention was performed to snare the first filter, which was then successfully explanted. A review of the procedure films by a manufacturer representative showed the first filter was visible, unopened, adjoining the infrarenal ivc. The second filter, positioned above the first filter, is normally deployed. The filter was either in a tirbutary vessel or within a vessel dissection. The implanting physician snared the first filter, pulling it from the tissue which was constraining it. The filter then opened and the physician pulled it into the sheath with considerable force, completely deforming the filter.